Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that ¿one week¿ prior to contacting lfs he obtained a result of ¿239 mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a reading of ¿187mg/dl¿ obtained on another device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes by self-adjusting his insulin doses and decreased his food or drink intake in response to the alleged meter issue. The patient reported that on (B)(6) 2017, after the alleged issue occurred, he developed symptoms of ¿headache and sleepiness¿ however denied receiving any treatment. During troubleshooting the cca noted that meter was set to the correct unit of measure and an approved sample site was used. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.